Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with a bedside monitor (bsm). The customer wanted to find out why this occurred and how to stop it from happening. Per the customer, they seemed to have intermittent comm loss for about 3-4 minutes a month. Technical support (ts) let the customer know that the cns log files are needed for review and possibly the logs from the bsm. No patient harm or injury was reported. Investigation summary: the review of the cns logs shows a disconnection in the network path between the bedsides and the cns. Follow up attempts with the customer for additional information were not answered. With the information available, the root cause is determined to be the facility's network environment. The nkc log review determined: "we have confirmed that 11 bsms have been unconnected to the monitor all at once, once every few days since 9/11. When the monitor disconnected, the network of the cns was connected, so there was a problem in the network path between the bsm and the cns. Therefore, it is highly possible that the problem was occurring in the network path between the bsm and the cns." A review of the serial number history shows no recurrence of the reported issue. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with a bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with a bedside. The customer wants to find out why this occurred and how to stop it from happening. Per the customer, they seem to have intermittent comm loss for about 3-4 minutes a month. Technical support (ts) let the customer know that the cns log files are needed. The customer may also need to collect the bedside logs, depending on the model. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with a bedside. There was no patient injury reported.